Event description:
An apogee graft was implanted about "4 yrs ago." On examination a "vaginal stone," was noted on a "sprig" of exposed mesh. The exposed mesh/stone were removed in the office setting with "no problems."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.